Event description:
The customer reported that the rotation function was very loose, and the tip rotated unintentionally during an inspection involving an olympus gynecologic laparoscope there was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.